Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported day 30 that wall apposition was not achieved. However, it was previously noted that wall apposition was achieved with the second device. There were no issues reported with the pheom catheter. No adverse events were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent had migrated caudally post deployment. There was not full coverage of the aneurysm neck. The patient was being treated for a left c7 ica aneurysm with a saccular morphology. The location of the aneurysm in the vessel was terminus. Aneurysm dimensions: maximum diameter 3.7 mm, dome height 3.7 mm, dome width 3.5 mm and neck size 2.5 mm. Parent artery diameter distal to aneurysm was 3.5 mm. Parent artery diameter proximal to aneurysm was 4.1 mm. Complete stasis was noted at the end of the procedure. There was complete neck coverage at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Rist was not used. Access vessel was the radial right. The study device was successfully implanted in the subject. Wall apposition was not achieved (was not due to a failure to open). The side branches were not covered by the pipeline. No device flattening or twisting was reported. The patient¿s vessel tortuosity was unknown. During the procedure the physician inserted another device. The pipeline implanted at the intended location. Ancillary devices: guidewire, guide catheter 7 french armadillo, microcatheter medtronic phenom 027.

Manufacturer narrative:
A2. Only the year of the patient's birthdate was provided by the site. Therefore, only the year (1971) of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline shield stent migrated so another device was implanted for complete coverage and full wall apposition. No other additional medical intervention was required to prevent permanent patient injury or impairment.

Event description:
Additional information received reported that the site had clarified that first device is did not complete wall coverage and migrated. Second device completed wall apposition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the site reported a data entry error.